Event description:
It was reported that the patient¿s rate was falling into the 30's and 40's. The physician questioned why the device was not pacing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419488, implantable pacing lead, (B)(6) 2011; 5076-52, implantable pacing lead, (B)(6) 2011; 694765, implantable tachy lead, (B)(6) 2011. (B)(4).